Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad issue. Customer stated that they presses buttons on insulin pump and takes customer somewhere else. Customer stated that insulin pump had no delivery alarm. Customer had a hard time to navigating through screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.